Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had a bent pin on the black lead. There was no evidence of inappropriate use. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin on the black power cable was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(6) , revealed a bent pin on the black power cable. The bent pin was broken off while attempting to straighten it out. The testing for the controller continued. The controller was functionally tested and passed all steps except for an open circuit on the broken pin. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The broken pin did not affect the controller¿s functionality. Per provided information, there was no evidence of inappropriate use based on the patient¿s connection being witnessed by the clinical staff. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was stable with no complications.